Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 lot# 0209536400 serial# implanted: 2015 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the patient's pump and catheter was 2015 (B)(6). The lot number of the catheter was provided.

Manufacturer narrative:
The main component of the device system; the other relevant components include: concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient had always had a headache when he was standing or sitting, but not when lying down. The hcp asked him to drink a lot of water/coffee/cola, and if the problem persisted, a blood patch would be performed. The clinical diagnosis was headache post-implant of catheter. A blood patch was performed on (B)(6) 2015, and a second blood patch was performed on (B)(6) 2015. It was stated the blood patches helped the patient a lot, and the event resolved without sequelae on (B)(6) 2015. The event resulted in prolongation of in-patient hospitalization, and an unscheduled clinic or office visit. The event was not related to the device/therapy. The event was related to the implant procedure, specifically the incisional site/device tract (intrathecal site). No further complications were reported or anticipated.